Event description:
A device was returned to a manufacturer service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, reduced cardiopulmonary reserve, other, idiopathic pulmonary fibrosis and bronchiectasis. There was no report of medical intervention. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer center, the device was visually inspected and found evidence of foam degradation. During the evaluation, the device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was total 8 error codes found. The manufacturer service center concludes that they confirmed visible foam degradation.